Manufacturer narrative:
(B)(4). This lot was manufactured between may 9, 2014 and may 13, 2014. Investigation summary: baxter received the unit for evaluation. Visual inspection noted solid white particles approximately 0.84 and 1.21 mm in size, floating in the fluid of the bladder. The particles were in the fluid path. The particles were identified to be polyester material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The reported issue was verified. The cause could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a half day infusor. This was noted during filling. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.